Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-00709, 1627487-2021-00710. It was reported that the patient experienced ineffective stimulation with the drg system. Reprogramming was unable to restore effective stimulation. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire drg system was explanted. No new products were implanted.